Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 04/08/2014. Device evaluation: the device has been returned and evaluated by product analysis on 03/19/2014 with the following findings: the pump powered on with the returned battery cap. The battery cap threads were damaged and the cap was unable to be fully tightened to the pump. A power loss was not observed and the battery cap measurements were within specification. The battery compartment threads were also damaged. The pump was exercised for 24 hours with no reboots, loss of power, or call service alarms duplicated. There was no evidence of moisture or loose components inside the pump when the case was removed. There were no unexplainable pump reboots observed in the black box history.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (intermittent power) issue. The reporter stated that the pump had experienced intermittent power loss at 2 hour intervals. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.